Event description:
I used fixodent from approximately (B) (6) 2006 until (B) (6) 2009. I began experiencing numbness and tingling in my feet. I had blood test done and it showed I have low levels of copper. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B) (6) 2005 - (B) (6) 2009. Event abated after use stopped or dose reduced? No. Diagnosis or reason for use: denture cream.